Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the diagnostic catheter was advanced into the patient's left atrium through the patent foramen ovale (pfo) into the left atrial appendage.  The patient experienced hypotension when the catheter was advanced into the coronary sinus during the pre trans-septal access. The case continued but the patient's blood pressure dropped while treating the vein. A large pericardial effusion was confirmed using an intracardiac echocardiography (ice) catheter. The case was aborted under general anesthesia and the products were removed from the left atrium. The patient was treated for a cardiac tamponade with a pericardiocentesis but was then sent to the operating room (or) for emergency surgery to repair a tear in the left atrial appendage. It is unknown if the patients hospitalization was extended. The patient recovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Patient files showed at least two applications were performed with balloon catheter (B)(6) with lot number 05505 without any issue on the date of the event; the second application was a short inflation. In conclusion, the clinical issue (pericardial effusion, tamponade and hypotension) occurred during the procedure. There is no indication of a relation to the adverse event to the performance and malfunction of the product. The reported issue (aborted under general anesthesia) cannot be assessed through data analysis. The balloon catheter was discarded and was not returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.